Event description:
It was reported that the device was not working good. No patient impact. Additional info from customer at the pre-check with the nim simulator, the values show ok (green). But it does state that the emg monitoring is disabled and during procedure that the nerve gave no response.

Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete continuation of information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received and indicated that the event occurred during thyroidectomy procedure. No waveform displayed on the screen when device didn't get response. There was visual indicator alerted muting from external source emg monitoring disable. User confirmed intermittent issue was a connection issue and they were alerted by something on the screen that the connection was intermittent. There was no patient impact.

Manufacturer narrative:
H3: product analysis for product ID: 8253002, serial/lot #: (B)(6). Ubd: , UDI#: (B)(4). Are given below: analysis stated that the mainframe was received in good cosmetic condition. Could not duplicate complaint. No anomalies found. Product analysis for product ID: 8253200, serial/lot #: (B)(6). Ubd: , UDI#: (B)(4). Are given below: analysis stated that could not duplicate complaint. Lid broken. Washer wave worn. H6: previous codes b21, c21, d16 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.